Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) reviews were not able to be conducted for the myosure system as identification numbers was not provided by the complainant. (B)(4).

Event description:
During a myosure procedure for uterine tissue removal on (B)(6) 2012, the pt experienced a "250ml" fluid deficit. There was no perforation noted and the physician aborted the procedure. The same day, the patient was admitted into the intensive care unit (ICU) for "extreme fluid overload". The pt received 10mg of lasix (furosemide) and the urine output was "2000cc". On (B)(6) 2012, it was reported the pt was discharged on (B)(6) 2012 and is "doing fine".